Event description:
Diagnostic catheter advanced thru long sheath into patient's left atrium; removed and set aside. On attempt to re-advance the same catheter m.d. Noted shiny wire showing thru transition point of catheter stopped before re-advancing into patient. Catheter removed from field and replaced. No patient issue.